Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an intervention on a very tortuous, plaque filled and stenotic common iliac artery, a kink occurred in the catheter.

Manufacturer narrative:
Engineering analysis: the returned device was removed from the bio-hazard bag and disinfected. Upon initial inspection the stent was no longer with the stent delivery system. The balloon appeared to have been inflated slightly on the distal end of the balloon during the procedure. The proximal balloon weld location showed signs of damage. The shaft just prior to the proximal balloon weld area had been stretched by 1cm necking down the shaft in this area. To determine if the balloon was functioning properly a guide wire was placed through the guide wire lumen and the balloon pressurized to 8atm. Although the balloon was able to reach 8atm there was a small pin hole leak in the distal balloon cone. This pin hole allowed the pressure to drop down to 1 atm within approximately 2 minutes. The details provided indicate that the disease state of the vessel was occlusive with pronounced plaque and stenosis in the common iliac artery before the intervention. It was also mentioned that there were many irregularities on the wall from the external iliac artery to the stenosed common femoral artery. Based on the details of the complaint and that the shaft of the catheter was stretched it would be possible that the balloon was ruptured during placement and deployment of the delivery system through the anatomy. The stretch of the catheter shaft indicates that the catheter became lodged at some point during the procedure requiring excessive force be applied. A review of the data collected during the process of creating the balloon of the catheter indicates that the lowest burst pressure of 20 samples tested was 20.2atm with an average burst value of 22atm. This testing is conducted after 5 full cycles of the balloon being inflated to the rated burst pressure of 12atm and then deflated (fatigue testing). The details also indicate that when the balloons were burst tested the failure mode was that all balloons ruptured with longitudinal tears. The introducer sheath used in the case was not returned. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: if a stent does not deploy properly in the target area it could cause occlusion of the vessel resulting in but not limited to occlusion, ischemia, and tissue death. A stent can become an obstruction in a vessel by becoming dislodged due to advanced disease and calcification, while being advanced through a difficult or angulated area and by being inaccurately sized. The IFU states as a contraindication the use of the advanta v12 in non-compliant obstructions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilation sufficiently to allow passage of the delivery catheter. The instructions for use state also state special care should be taken to ensure that the appropriate size device, guide wire are selected prior to introduction. Native lumen dimensions must be accurately measured, not estimated.